Event description:
The product was used during a gastrectomy procedure. Reportedly, the jaws of the instrument would not open when the surgeon wanted to replace the cartridge. The hosp has reported no pt injury occurred.

Manufacturer narrative:
2/12/1998 - supplemental report #1 sent to FDA. Device evaluation indicated and codes entered in h3 and h6.